Manufacturer narrative:
Block b3: exact date unknown, event occurred 5 years ago from date manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.